Manufacturer narrative:
Catheter model: 8709, serial # (B)(4), implanted on: 2007-(B)(6), explanted on: unk. Accessory model: 8590-1 dacron pouch; lot #: n105087, implanted on: 2007-(B)(6), explanted on: unk.

Event description:
An overdose was reported. Patient did "pt and was in a tank of water at 93 degrees". Patient felt "sloppy" after about 20 minutes in tank walking on the treadmill. It was stated that "throughout that day the patient felt like he was looser". Patient was now "doing fine". Drug(s) delivered via the pump were not reported. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information: it was reported that patient still had concerns regarding device or therapy, but was working with his healthcare provider for the same.

Event description:
The healthcare provider confirmed that the cause of the event was heated water. This event was not reported to the physician. Patient outcome was a non-serious injury. It was noted that before the incident the patient was cautioned not to use hot tub, etc. The drug being administered via the pump was compounded baclofen.